Event description:
The device was used during a lap colon procedure. Reportedly, a component disengaged into the pt's cavity which was retrieved by the surgeon. The hosp has reported no injury ot the pt.